Event description:
CT autoinjector remote and base units lost connection with each other. Unit powered off and turned back on. When unit came up, it started injecting. CT tech tried to stop injecting by activating emergency stop button and unit would not turn off.